Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in a supplemental report.

Event description:
The doctor reported via the sales rep that a pt came in with pain. He took an x-ray and observed that the nail was broken 7 weeks after implantation. It could not be verified if the pt fell in the rest home.